Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for unknown indication for use. It was reported the patient experienced hallucinations as of (B)(6) 2014. The etiology of the event was noted as possibly related to the drug, device or therapy and not related to the implant procedure. The drug action that caused the event was indicated as 'increase dose'. Patient reported seeing people out of the corner of their eye that were not there. The patient was due to have their eyes checked and possibly have their glasses changed. Patient was instructed to let the hcp know if hallucinations continue or get worse. The pump medication was increased, and patient did not have any more hallucinations. No action was taken and the outcome was indicated as resolved without sequelae as of (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs. The cause of the hallucinations was not determined. It was noted the patient went to the eye doctor the day after their visit and got a prescription change in their glasses. It was noted there was no report of hallucinations.